Event description:
It was reported, the sensitivity is too high. It was also reported the device was defective. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. Upper and lower cases are contaminated.